Event description:
It was reported that a physician experienced an unspecified number of common femoral artery access sites re-bleedings after percutaneous transluminal coronary angioplasty procedures over the last two months after achieving arteriotomy closure using the starclose se device. Femoral angiograms were rarely performed. The bleedings were not directly visible and started when the patient was back on the ward. Manual arterial compression was applied to achieve hemostasis. Hospitalizations were not extended due to the reported experience. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Failure to follow steps/instructions: the starclose se device instructions for use (IFU) state under the closure procedure caution section not to use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery as a pseudoaneurysm, intimal dissection, acute vessel closure (thrombosis of small artery lumen) may occur. Perform a femoral angiogram to verify the location of the puncture site. In addition, the starclose se device IFU states under the warnings section not to use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site. Estimated date of event will be (B)(6) 2014 as the customer reported the events occurred two months ago before reporting the product experiences.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Two unused representative samples with the same part and lot number were returned for evaluation. Functional testing was performed on the returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected.